Event description:
It was reported that this external pulse generator (epg) turned off when the battery was removed for routine replacement. The patient had third degree heart block and asystole until the battery was replaced. The physician was expecting 15 seconds of pacing when the battery was removed from the device. Biomedical engineering performed testing on the device and the issue was reproduced. Full maintenance was performed and excessive current drain on the battery during testing could not be identified. The epg remains in use. It was recommended that a backup epg be available and powered on with the programmed settings during battery replacement in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and product testing the device did perform as described in the field action. (B)(4).